Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed at least 14 applications were performed with the balloon catheter on the date of the event with no issues. A clinical issue was encountered during the procedure. The physical device was not returned for analysis/investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the sheath and mapping catheter were positioned in the left superior pulmonary vein (lspv), a cardiac tamponade occurred. The patient experienced hypotension, and drainage was subsequently performed. Blood pressure then recovered, and the patient was placed under monitoring. The case was completed with cryo. No further patient complications have been reported as a result of this event.